Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and the reported issue was confirmed. They identified that solenoid mount assembly was cracked, causing the reported issue. The issue was repaired by replacing solenoid mount assembly and the device was returned to the customer. Operational context contributed to the reported issue. Due to the passive peep characteristics of this device, based on the customer's description of the event, temporary auto-cycling is considered normal operation of the ventilator and is not an adverse event and no intervention was required to avoid harm.

Event description:
The customer reported that the ventilator's breath rate varied when positive end-expiratory pressure (peep) was adjusted. Upon follow up with the customer to understand the variation, they stated the device started auto-cycling. The reported issue was occurring while in use with a patient, however there was no harm to any patient or clinician in association with the reported complaint.